Manufacturer narrative:
The meter has been requested for investigation. A follow up report will be submitted if the meter is returned.

Event description:
The customer reports receiving a reading of 200mg/dl on his adc meter, and he took extra insulin. The unit of measurement setting of the meter had changed, and due to treating based on incorrect unit of measure, the customer developed hypoglycemia, lost consciousness and went into a coma. His wife tried to awaken him by giving him sugar water, the customer was then seen by doctor and taken to the hospital where a glucagon injection was administered. The customer did not report noticing messages or any other settings changing. The meter is one that should be locked to mmol/l, therefore the meter has very likely suffered a malfunction due to the memory overwrite issue.